Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for the trochanteric fracture with the nail in question. The surgery was completed successfully without any surgical delay. The patient didn¿t feel any pain after the surgery, and the rehabilitation was also going well. However, recently the patient complained of pain. Therefore, the surgeon checked with an x-ray, and found that the nail in the proximal part was broken. The fracture probably occurred between (B)(6) 2021, when the patient complained of pain. The patient underwent the removal surgery on (B)(6) 2021 and all broken nails were removed. The surgeon inserted the long tfna nails (130 degrees 12 mm 360 mm) from the same insertion part and filled the bonish in the original blade scar part. The surgeon fixed the new blade by augmentation. The surgery was completed successfully without any surgical delay. The surgeon commented about this event that the patient's bone continuity was destroyed, and it was serious, and the cause might be metal fatigue or rehabilitation. The surgeon confirmed that there was no significant problem at the time of insertion on (B)(6) 2021. No further information is available. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1). Unk - screws: nail distal locking (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 11mm/125 deg ti cann tfna 320mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø11 r 125° l320 timo15 the was broken and the broken piece was also retuned, and no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition tfna fem nail ø11 r 125° l320 timo15 in the device was consistent with a random component failure that may have been caused by exposure to unintended forces as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø11 r 125° l320 timo15. While no definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #: 04.037.122. Lot #: h058630. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: mar 09, 2016. Expiration date: mar 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.